Event description:
During product evaluation by baxter personnel, a colleague infusion pump was found to have experienced a keypad with intermittent channel a "open" and "stop" keys. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.?this involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty pumphead module a keypad. To correct the condition, the pumphead module (phm) a was replaced. If any additional information is received, a follow-up MDR will be sent.